Event description:
Company representative reported with an issue of error e315 (error-scope error) found at preparation for use. The device was replaced and the intended procedure was completed using a similar device. No delay in the procedure, no harm was reported. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
Address- full address name of the facility is (B)(6). The subject device was received and evaluated . Device evaluation found an error e315 (scope err e315 unsupported scope) message displayed on the device during inspection. The reported issue of error e315 was confirmed. In addition, device evaluation observed the light guide (lg) lens were dirty (reportable event). This condition found to be due to reprocessing issue, insufficient reprocessing. Furthermore, the following defects were identified during device inspection: leak at a-rubber glue (insertion section). Leak at d/e (distal end). Connection cable has wrinkle. A-rubber glue (bending manipulation insertion tube) has worn grip has pinhole. D/e has scratches objective lens (ob) lens has crack .d/e glue has worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct e2/e3/g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: e315 error message. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image.". "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". Event 2: inside light guide lens was dirty. It is likely the light guide lens broke due to physical stress while the user was handling the device, which allowed dirt to invade the lens. The event can be detected by following the instructions for use (IFU) which state: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.